Manufacturer narrative:
Additional information: section h imdrf annex a imdrf annex g and imdrf annex c.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed device with download stopped and had been on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a download that stopped, and a critical override occurred. A technical support specialist (tss) dialed into station and verified that the station time and date were correct, following the current pacific standard time. The issue was fixed, and the customer confirmed that everything looked good. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed device with download stopped and had been on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.